Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: low anterior resection. According to the reporter: after firing the device, the staples remained opened and did not close, but the blade worked properly. The product cut, but did not staple. Bleeding exceeded 250ccs (specific amount of blood loss unk). There was damage to pt tissue. The anvil remained secured to the instrument during firing, yet staples did not close properly. Suture was used to correct this issue with no additional resection of tissue; however, there was 1 cm of tissue loss. Operating room time was extended more than 30 minutes.